Event description:
Fresenius kabi had received an FDA request for the additional information for the MDR. Fresenius kabi investigation response is as follow: please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. Fresenius kabi (fk) response: model# z018730, serial# (B)(6); these were listed on the MDR and are confirmed to be what was reported to fk. 2. Please identify the software version(s) involved in this event, as well as the current (most up to date) software version available for this device model. Fk response: the pump involved was running sw v4.1, while the most current sw is v4.2 (for the UK, where the incident occurred). 3. Please provide the disposition of the devices impacted in the reports listed above including, but not limited to, your efforts to acquire the devices, whether internal testing at the facility has been performed, whether you have acquired the devices, and/or status of testing. Fk response: the reported device was received at our fk brezins, france production unit for investigation, which has been completed. 4. Please fully describe the reported device malfunction. Describe any relevant alarm states and visual and/or audible indicators the device should present when a malfunction of this nature occurs. Fk response: the reported device malfunctions associated with this pump were a) drug error and b) date discrepancies within the device log. The agilia pump is not known to be able to decipher if an incorrect drug is being infused as it follows what is programmed, just like the near end of infusion and end of infusion alarms that are mentioned in #5 below. There is no known alarm for a prolonged delay in between syringe changes since there isn't anything being measured by the pump at that point in time (in this case, post infusion). 5. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: {1) an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual fk response: upon return of the device, no malfunction was found per our investigation. After reviewing additional information from the customer, the patient experienced cardiac arrest during the syringe change after the infusion had stopped, as scheduled. A review of the device log shows that a near-end infusion pre-alarm was triggered towards the end of the infusion. The time between the near-end infusion pre-alarm and the end of the infusion can be set between 1 and 5 minutes. In this case, the log shows the time was just over one minute, but there is no end-of-infusion alarm (nor an issue with an alarm). It appears that the nurse had anticipated the end of the infusion and removed the syringe to replace it before the infusion ended (thus, why the syringe holder alarm stopped the infusion). Per the log review, the syringe change time was 32 seconds and time to restart the infusion after programming was 12 seconds. U.s. Department of health and human services food and drug administration medwatch FDA esubmitter generated form 3500a for use by user-facilities, importers, distributors and manufacturers for mandatory reporting MFR report #: 3000240707-2024-00468 uf/importer report #: exemption number: per follow up with the reporting facility: "the incident involves a metaraminol infusion running at an unknown rate (need the data from the log). The infusion ran out and the nurse changed the syringe. I am trying to find out the time that the syringe was taken out of the pump, the time a new syringe was loaded and the time that the infusion was started. We think this occurred around 17:00. The patient lost cardiac output during the syringe change and we were unable to revive her. I need to know if there was any prolonged delay during the syringe change and restarting the infusion." (2) a complete description of investigation and analysis methodology(ies) used, fk response: the device history record was reviewed and there are no nonconformance events to link with the reported issue. The device log was reviewed and no event in the history corresponds to the complaint description of a "drug error." The infusions were set between 0.1 and 30 m/lh for a duration of 2 hours and 10 minutes. During this period, 5 direct boluses were delivered at a rate of 1200 ml/h. According to our investigation, during the external inspection of the pump, no visual abnormalities were observed. A flowrate test was conducted, and the cumulated flowrate error was measured at 0.45%, which aligns with the instruction for use (IFU) specifications (+/- 3%). The device history log events were reproduced, and no dysfunction was detected. All tests performed during this reproduction were compliant with the specifications and there was no "drug error." A full quality control check was performed, and the device passed all tests with no issues found. Additionally, the internal check of the pump revealed no anomalies. For this device, no technical cause could be identified that links to the first part of complaint description (drug error had occurred), as no anomalies were detected and the pump operated as intended. In order to further analyze the event and timing of the changing of the syringe during treatment, a deeper review of the device history data was conducted. It was noted that the pump had calendar date issues in the device logs indicating a time gap of 1year, 1day, and 16.8 hours in the timekeeper. The corresponding events reviewed were from (B)(6) 2023. ·on (B)(6) 2023, at 23:20:48, the device was switched on. ·at 23:20:59, a bd plastipak 50cc syringe was selected with a pressure limit of 400 mmhg (remaining volume in the syringe: 26.593 ml). ·at 23:21:08, metaraminol (0.5 mg/m) l was selected. ·at 23:21:20, the infusion started at 18 ml/h. ·at 00:26:21, the near-end infusion pre-alarm was triggered, but the infusion was still in progress. First and only syringe change: ·at 00:27:55, the syringe holder alarm stopped the infusion, with a total infused volume of 25.829 ml. ·at 00:28:27, a bd plastipak 50cc syringe was selected with a pressure limit of 400 mmhg (remaining volume in the syringe: 36.550 ml). ·at 00:28:29, metaraminol (0.5 mg/ml) was selected. ·at 00:28:39, the infusion restarted at 20 ml/h, with a total infused volume of 25.829 ml. The syringe change time was 32 seconds, and the time to restart the infusion (programming) was 12 seconds. For the issue regarding the event log (date discrepancies), another complaint was created, and the investigation is as follows: the device history record was reviewed and no nonconformance event can be linked with the reported issue of a date discrepancy, nor could it lend to a drug error or patient impact. The device history log was reviewed since this is the subject of the initial complaint. The reported issue was investigated by the local r&d software team in the brezins france production unit. The extracted pump logs confirm the findings of logs analysis in the original complaint. There are no major anomalies, except that the pump's user date was incorrect at the time of the patient treatment. When the infusion ended, the pump displayed the date as (B)(6) 2023. Approximately one day and 15 hours later, the date was manually adjusted via command ID-53h by a facility user, setting it to (B)(6) 2024. This date correction aligns with the logs from the original complaint. However, some duplicated log entries and unexpected timestamps appear in the dataset, raising minor concerns about the handling of date changes. The date inconsistencies, including duplicate logs and erroneous (B)(6) timestamps, may indicate a minor issue with how the date changes were handled. These discrepancies, however, do not impact the clinician's ability to analyze the infusion being performed. The problem stems from the fact that the pump was not set to the correct date and time before being used on u.s. Department of health and human services food and drug administration medwatch FDA esubmitter generated form 3500a for use by user-facilities, importers, distributors and manufacturers for mandatory reporting MFR report #: 3000240707-2024-00468 uf/importer report #: exemption number: a patient, which cannot be corrected retroactively once agilia partner sw logs have been edited. Despite this, the logs accurately reflect the sequence of events, confirming that the pump was out of sync at the time of the incident and was later corrected using agilia partner sw but still functioned as intended with regards to patient treatment and pump operations. Further analysis of logs extracted with a more recent version of agilia partner sw shows that these problems have been resolved. There are no longer duplicate battery charge entries, incorrect date changes, or erroneous (B)(6) timestamps. As a result, this complaint can be closed with the conclusion that agilia partner sw has been fixed starting from version 4.2. To our knowledge and understanding this complaint is not related to patient safety. (3) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved. Fk response: no failure mode was identified that could have contributed to the reported event. (4) any conclusions reached based on the investigation and analysis results. Fk response: for this device, no technical cause could be identified as no anomalies were detected. The time that elapsed for the syringe change and programming combined was 44 seconds. The time between the near-end infusion pre-alarm and the end of the infusion can be set between 1 and 5 minutes; in this situation, it was just over 1 minute but there was no end-of-infusion alarm as the nurse removed the syringe to replace it before the infusion ended. From all known information plus the pump investigation, it is our conclusion that the nurse acted as quickly as possible to mitigate any delay when changing out the syringe and the pump was working as intended during the entirety of the treatment. 6. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Fk response: as described above, no technical cause was identified as no anomalies were detected and as such, the events described in the medical device report are not attributable to the device. 7. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Fk response: a review of MDR's going back to (B)(6)2023 does not show any related reports to this same problem r issue. There are no other complaints received for either a) incorrect drug selection or b) delay between end of infusion and syringe change or c) date discrepancies within the device log.

Event description:
The following has been reported: edit by ca-c. There are 2 parts to this complaint, the drug error resulting in patient death, and the event log not being correct. Please see below for how this was reported to us: email (formal) a drug error had occurred on the intensive care unit resulting in the death of a patient. This was on the sp mc wifi. The drug, intended dose and delivered dose information has been requested by myself. Customer is trying to download the event log for the agilia sp mc s.n (B)(6) (typo, the correct sn is (B)(6)) which is involved in an incident on (B)(6) 2024, however the date is missing, the months is all over the place e.g when reading the months it will starts(B)(6) then went back to (B)(6) which does not make sense reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.